Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, patient underwent plif at l4-l5 with peek cage to treat degenerative scoliosis and grade-1 spondylolisthesis. On an unknown date post-op, the cage at a side was found to be backed out. Revision was performed to replace the cage with competitor's product. The revision took about 2 hours. The surgeon commented that the patient had severely degenerated bone that might have prevented the cage to fit with. He also commented that the degenerative scoliosis might have applied "unbalanced load" to left and right cages that might have resulted the back-out. No other patient complications were reported.